Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The reported malfunction was observed during review of the activity logs. The ECG signal when viewed in pads mode was inconsistent (without CPR being performed). The logs indicate that the device charged 5 times during the case, each time in a lead fault state. The charge is disarmed each time (3 times by the user, and 2 automatically). The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "check pads" message and the device was unable to discharge. Complainant indicated that the clinician removed the pads, wiped the patient's chest and re-applied the pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.